Manufacturer narrative:
The reported event could not be confirmed. The given feedback indicated though that the patient suffered from bone fragment metastasis. Based on the given information, the root cause was attributed to be patent related (all returned implants are still intact). The failure was caused by the indication of the bone fragment metastasis. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Variax clavicle device implanted on (B)(6) 2019. Revision surgery (scheduled (B)(6) 2019) required due to poor fixation.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Variax clavicle device implanted on (B)(6) 2019. Revision surgery (scheduled (B)(6) 2019) required due to poor fixation.